Manufacturer narrative:
(B)(4). The customer complaint that there was no audio was verified. The root cause was an open circuit. The speaker was replaced. The salutation screen indicated the unit was overdue for service and calibration. The unit was calibrated and has all upgrades. The unit was tested and passed all tests.

Event description:
The caller stated there was no audio sound on this unit and he could see visual clues to the alarm being triggered. There was no patient involvement.